Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had they had air bubbles. The customer's blood glucose level was unknown. The customer¿s stated that they had many air bubbles in the reservoir. The customer reported that the approximate size of air bubbles was 1 mm which were noticed during therapy. The customer was advised to remain disconnected from the infusion set at the quick release set. The customer was advised to remove the reservoir from pump. The insulin pump will not be returned for analysis.